Manufacturer narrative:
Product ID; 977c165, lot# nmd762258, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (s/n: (b))(4)) found the lead was cut/segmented 40.4 cm from the distal end. Fdc pertains to the lead (s/n: (B)(4)). Fdm and fdr pertain to the lead (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported pain in the lead paddle with electric discharge type so loss effectiveness treatment because too much back pains and loss of feelings in the legs. The impedances were normal. Factors that may have led or contributed to the issue were unknown. There were no falls or special events and no factors. Diagnostics/troubleshooting performed showed good radio and no mobilization of the lead on (B)(6) 2019. The patient described electric discharges at the level of the lead pallet. Interventions included the decision with the surgeon to change the lead. The issue was resolved with a lead replacement because there was an electrical leak at the lead pallet.